Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pelvic pain') in a 39-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis (treated with ovules cicatridin 10 days) in 2008, hypothyroidism in (B)(6) 2007, menarche (12 years-old) in 1982, multigravida (pregnancies 5, abortions 2, 1 surgery, 2 deliveries, 1 c-section), seasonal asthma, abortion, parity 3 (deliveries 2 and caesarean sections 1), hypermenorrhea (3 months), obesity (bmi 30.022) and coital haemorrhage (during iud). Previously administered products included for hypothyroidism,: levothroid 100; for an unreported indication: iud until (B)(6)2009. Past adverse reactions to the above products included device issue with iud. Concurrent conditions included hair loss since (B)(6)2007 and stress urinary incontinence. On (B)(6)-2009, the patient had essure inserted. In 2009, the patient experienced urinary incontinence ("urinary incontinence"). On (B)(6)2010, the patient experienced stress urinary incontinence ("stress incontinence without cystocele"), 8 months 16 days after insertion of essure. On (B)(6)2013, the patient experienced the first episode of abdominal pain lower ("discomfort in the iliac fossa"). On (B)(6)2014, the patient experienced dysmenorrhoea ("dysmenorrhea") and adenomyosis ("adenomyoma / adenomyotic uterus / adenomyosis"). On (B)(6)2015, the patient was found to have anogenital warts ("genital warts / several warty excretory papillomatous lesions"). On (B)(6)2018, the patient experienced spondylolisthesis ("suspicion of l5 s1 spondylolisthesis") with back pain and intervertebral disc degeneration ("degenerative discopathy in l3-s1 / multilevel discopathy"). On (B)(6)2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of heavy menstrual bleeding ("hypermenorrhoea") and malaise ("malaise"). On (B)(6)2019, the patient experienced the second episode of heavy menstrual bleeding ("hypermenorrhoea"), arthralgia ("hip pain"), alopecia ("hair loss"), paraesthesia ("paresthesias in the extremities") and abdominal pain ("abdominal pain"). On (B)(6)2019, the patient was found to have uterine leiomyoma ("uterine leiomyoma") and experienced cervicitis ("mild chronic cervicitis"), fallopian tube cyst ("right uterine tube with small simple cyst"), vaginal discharge ("leukorrhea") and pruritus ("pruritus"). On (B)(6)2019, the patient experienced the second episode of abdominal pain lower ("pain in the left iliac fossa when making efforts such as coughing"). On an unknown date, the patient experienced allergy to metals ("allergies to metal"), bleeding genital ("excessive bleeding"), coital bleeding ("bleeding during sexual intercourse"), swelling ("swelling"), the first episode of metal poisoning ("metallosis"), haemorrhagic ovarian cyst ("hemorrhagic ovarian cyst after the hysterectomy"), genital bleeding ("bleeding") and the second episode of metal poisoning ("metallosis") and was found to have blood iron decreased ("low iron levels for long periods, without anemia"). The patient was treated with antidepressants, anxiolytics, benzydamine hydrochloride (rosalgin), diclofenac, iron and surgery (essure removal via hysterectomy and double salpingectomy on (B)(6)2019). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, allergy to metals, bleeding genital, swelling, arthralgia, alopecia, paraesthesia, dysmenorrhoea, adenomyosis, abdominal pain, uterine leiomyoma, cervicitis, fallopian tube cyst, the last episode of abdominal pain lower, malaise, genital bleeding, the last episode of metal poisoning, anogenital warts, spondylolisthesis, intervertebral disc degeneration and pruritus outcome was unknown, the last episode of heavy menstrual bleeding, urinary incontinence, stress urinary incontinence and vaginal discharge had not resolved, the blood iron decreased was resolving and the haemorrhagic ovarian cyst had resolved. The reporter considered abdominal pain, adenomyosis, allergy to metals, alopecia, anogenital warts, arthralgia, bleeding genital, blood iron decreased, cervicitis, coital bleeding, dysmenorrhoea, fallopian tube cyst, haemorrhagic ovarian cyst, intervertebral disc degeneration, malaise, paraesthesia, pelvic pain, pruritus, spondylolisthesis, stress urinary incontinence, swelling, urinary incontinence, uterine leiomyoma, vaginal discharge, the first episode of abdominal pain lower, the first episode of heavy menstrual bleeding, the first episode of metal poisoning, genital bleeding, the second episode of abdominal pain lower, the second episode of heavy menstrual bleeding and the second episode of metal poisoning to be related to essure. The reporter commented: on (B)(6)2009, the iud was removed by hysteroscopy and the essure was placed without any complications. On (B)(6)2019 pain in the left iliac fosse of 15 days of evolution when making efforts such as coughing. Tvu showed in the left adnexal region, anechoic cystic 30x35 mm image of regular contours with heterogeneous hyperechogenic content (which moves with the probe) without papillae or septa. Clinical judgment: left adnexal image without suspicious ultrasound findings. On (B)(6)2019 she complains of stress urinary incontinence and leukorrhea. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Allergy test - on (B)(6)2019: a positive result for a mixture of perfumes and negative result for nickel. Blood iron - on (B)(6)2015: 32 mcg/dl (50-170 mcg/dl); in 2017: low iron level. Blood test - in 2008: normal red blood cells, hemoglobin, and hematocrit. Computerised tomogram - on (B)(6)2018: CT lumbar spine - changes due to degenerative disc disease in l3-s1. Diagnosis: lumbar spine spondyloarthrosis with multilevel discopathy, degenerative discopathy in l3-s1, chronic mild / moderate low back pain. Cytology - in 2017: no malignant cells found. Eosinophil percentage (1 - 5 %) - on (B)(6)2015: 10.4 %. Gynaecological examination - on (B)(6)2019: the examination is normal with slight pain on mobilization of the cervix; on (B)(6)2019: normal external genitalia. Speculoscopy: eutrophic vagina. Well epithelialized vaginal vault without signs of dehiscence or infection. Bimanual palpation: closed elastic dome. Adnexal masses are not palpable. Magnetic resonance imaging - on (B)(6)2018: MRI of the lumbar spine - changes due to degenerative discopathy in l3-s1, small left foraminal disc protrusion in l5-s1 not significant, slight global disc protrusion at l4-l5 with minimal bilateral foraminal involvement, without associated root involvement. Mammogram - in 2010: normal. Mean cell haemoglobin (27 - 32 pg) - on (B)(6)2015: 23.5 pg. Mean cell haemoglobin concentration (31.5 - 34.5 g/dl) - on (B)(6)2015: 31.1 g/dl. Mean cell volume (80 - 100 fl) - on (B)(6)2015: 75.8 fl. Pathology test - on (B)(6)2019: piece of hysterectomy and double salpingectomy of 193.58 grams, measures the uterus 10 x 7 x 4 cm in maximum dimensions. Two uterine tubes are identified, measuring 6 cm in length on the right, with a small cyst that lets out clear fluid when cutting, and the left uterine tube 6.5 cm in length. The surgical piece is opened, identifying the endocervical canal and the empty endometrial cavity. At the lower uterine level, in the thickness of the myometrium, a well-defined nodular formation with a whitish coloration and a swirling appearance 2 cm in maximum diameter is observed (capsule 2). The thickness of the myometrium in the left uterine fundus shows a vaguely nodular trabecular area of 3.5 x 3.5 cm, including representative samples (3-5) in serial sections of the endometrium, it has a thickness of 1 mm in maximum diameter; observing the myometrium with a trabecular appearance. Sections of the uterine tubes are made, identifying metal devices in the proximal part of the tubes that are fragmented during extraction. [Inspector's note: they are fragmented during the extraction of the piece in the pathological anatomy analysis, not during the salpingectomy, the tubes are extracted intact and with the essure. Representative samples are included in 10 blocks (1 cervix, 2 whitish nodular lesions, 3-5 myometrial nodular lesions, 7-8 myometrial endometrium, 9 left uterine tube, 10 right uterine tube). Diagnosis - secretory endometrium, adenomyosis, adenomyoma, uterine leiomyoma, mild chronic cervicitis, right uterine tube with small simple cyst without other relevant histological findings, left uterine tube without relevant histological alterations. Platelet distribution width (4 - 10 fl) - on (B)(6)2015: 10.8 fl. Red cell distribution width (11.2 - 15.2 %) - on (B)(6)2015: 15.8 %. Serum ferritin (10 - 120 ng/ml) - on (B)(6)2015: 5 ng/ml. Skin test - on (B)(6)2019: skin tests (prick) with common pneumoallergens: positive for gramineae, lolium, secale, cynodon, olea, arizonica, platanus x acerifolia, parietaria, salsola, and cat epithelium; on (B)(6)2019: 28 gold sodium thiosulfate positive, negative for the rest of the contactants tested (metals - nickel). Specialist consultation - on (B)(6)2015: on the skin of the left labia majora, there were several warty excretory papillomatous lesions that converged in an area of 1 cm; on (B)(6)2019: approximately 10 years after the insertion of the essures, the patient attended the consultation referring to pelvic pain and hypermenorrhea; on (B)(6)2019: patient again referring to abdominal pain, hip pain, hypermenorrhea, hair loss, paresthesia in extremities. Transferrin - on (B)(6)2015: 403.00 mg / dl (250 - 380 mg / dl); in 2017: high transferrin levels. Ultrasound scan - on (B)(6)2009: normal uterus with subserous myoma. Essure is normally inserted. Discharge; in (B)(6) 2009: normal-inserted essure are observed; on (B)(6)2009: normal uterus with subserous myoma. Essure is normally inserted. Discharge; in (B)(6) 2009: normal-inserted essure are observed; on (B)(6)2011: essures normally inserted. Both ovaries are normal; on (B)(6)2014: transvaginal ultrasound: 86 mm regular anteversoflexed uterus with 9 mm secretory endometrium. Essures are normally inserted. Both ovaries are normal. No free fluid. 23 * 22 mm syngeneic rounded intramural image that protrudes into a cavity that seems to be an adenomyoma, with limited vascularisation; on (B)(6)2016: 93 mm uterus in anteversion and anteflexion with 9 mm endometrium. Rounded pseudonodular isoechogenic image on the posterior face that deforms the 21-mm cavity, another on the 1-cm intarmural anterior face. Left ovary: 26 mm right ovary: 27 mm. Not free fluid; in (B)(6) 2019: ovarian ultrasound is normal. Ultrasound scan vagina - on (B)(6)2019: the transvaginal ultrasound shows an anteverted uterus. The image described in previous ultrasound of adenomyoma is visualized without change in the measurements.; on (B)(6)2019: anteverted uterus. An adenomyoma measuring 21 mm, already seen in previous scans, is displayed. 8mm proliferative endometrium. Both annexes are normal. No free fluid. Given that the adenomyoma has been known and stable since 2014 and that the patient has no history of cancer of gynaecological origin, I discharge her with scheduled check-up by her primary care physician; on (B)(6)2019: no dome bruises or formations are visible. Normal ovaries; on (B)(6)2019: good-looking vaginal vault without collections. 20 mm normal right ovary. In the left adnexal region, the anechoic cystic image of 30 x 35 mm of regular contour with heterogeneous hyperechogenic content in its interior (which moves with the sonsa) without papillae or septa. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: coding correction performed: pt ¿uterine cyst¿ was recoded to the medra llt: ¿fallopian tube cyst¿. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pelvic pain') in a 39-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis (treated with ovules cicatridin 10 days) in 2008, hypothyroidism in (B)(6) 2007, menarche (12 years-old) in 1982, multigravida (pregnancies 5, abortions 2, 1 surgery, 2 deliveries, 1 c-section), seasonal asthma, abortion, parity 3 (deliveries 2 and caesarean sections 1), hypermenorrhea (3 months), obesity (bmi 30.022) and coital haemorrhage (during iud). Previously administered products included for hypothyroidism,: levothroid 100; for an unreported indication: iud until (B)(6)2009. Past adverse reactions to the above products included device issue with iud. Concurrent conditions included hair loss since (B)(6)2007 and stress urinary incontinence. On (B)(6)-2009, the patient had essure inserted. In 2009, the patient experienced urinary incontinence ("urinary incontinence"). On (B)(6)2010, the patient experienced stress urinary incontinence ("stress incontinence without cystocele"), 8 months 16 days after insertion of essure. On (B)(6)2013, the patient experienced the first episode of abdominal pain lower ("discomfort in the iliac fossa"). On (B)(6)2014, the patient experienced dysmenorrhoea ("dysmenorrhea") and adenomyosis ("adenomyoma / adenomyotic uterus / adenomyosis"). On (B)(6)2015, the patient was found to have anogenital warts ("genital warts / several warty excretory papillomatous lesions"). On (B)(6)2018, the patient experienced spondylolisthesis ("suspicion of l5 s1 spondylolisthesis") with back pain and intervertebral disc disorder ("degenerative discopathy in l3-s1 / multilevel discopathy"). On (B)(6)2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of heavy menstrual bleeding ("hypermenorrhoea") and malaise ("malaise"). On (B)(6)2019, the patient experienced the second episode of heavy menstrual bleeding ("hypermenorrhoea"), arthralgia ("hip pain"), alopecia ("hair loss"), paraesthesia ("paresthesias in the extremities") and abdominal pain ("abdominal pain"). On (B)(6)2019, the patient was found to have uterine leiomyoma ("uterine leiomyoma") and experienced cervicitis ("mild chronic cervicitis"), uterine cyst ("right uterine tube with small simple cyst"), vaginal discharge ("leukorrhea") and pruritus ("pruritus"). On (B)(6)2019, the patient experienced the second episode of abdominal pain lower ("pain in the left iliac fossa when making efforts such as coughing"). On an unknown date, the patient experienced allergy to metals ("allergies to metal"), bleeding genital ("excessive bleeding"), coital bleeding ("bleeding during sexual intercourse"), swelling ("swelling"), the first episode of metal poisoning ("metallosis "), haemorrhagic ovarian cyst ("hemorrhagic ovarian cyst after the hysterectomy"), genital bleeding ("bleeding") and the second episode of metal poisoning ("metallosis") and was found to have blood iron decreased ("low iron levels for long periods, without anemia"). The patient was treated with antidepressants, anxiolytics, benzydamine hydrochloride (rosalgin), diclofenac, iron and surgery (essure removal via hysterectomy and double salpingectomy on (B)(6)2019). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, allergy to metals, bleeding genital, swelling, arthralgia, alopecia, paraesthesia, dysmenorrhoea, adenomyosis, abdominal pain, uterine leiomyoma, cervicitis, uterine cyst, the last episode of abdominal pain lower, malaise, genital bleeding, the last episode of metal poisoning, anogenital warts, spondylolisthesis, intervertebral disc disorder and pruritus outcome was unknown, the last episode of heavy menstrual bleeding, urinary incontinence, stress urinary incontinence and vaginal discharge had not resolved, the blood iron decreased was resolving and the haemorrhagic ovarian cyst had resolved. The reporter considered abdominal pain, adenomyosis, allergy to metals, alopecia, anogenital warts, arthralgia, bleeding genital, blood iron decreased, cervicitis, coital bleeding, dysmenorrhoea, haemorrhagic ovarian cyst, intervertebral disc disorder, malaise, paraesthesia, pelvic pain, pruritus, spondylolisthesis, stress urinary incontinence, swelling, urinary incontinence, uterine cyst, uterine leiomyoma, vaginal discharge, the first episode of abdominal pain lower, the first episode of heavy menstrual bleeding, the first episode of metal poisoning, genital bleeding, the second episode of abdominal pain lower, the second episode of heavy menstrual bleeding and the second episode of metal poisoning to be related to essure. The reporter commented: on (B)(6)2009, the iud was removed by hysteroscopy and the essure was placed without any complications. On (B)(6)2019 pain in the left iliac fosse of 15 days of evolution when making efforts such as coughing. Tvu showed in the left adnexal region, anechoic cystic 30x35 mm image of regular contours with heterogeneous hyperechogenic content (which moves with the probe) without papillae or septa. Clinical judgment: left adnexal image without suspicious ultrasound findings. On (B)(6)2019 she complains of stress urinary incontinence and leukorrhea. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Allergy test - on (B)(6)2019: a positive result for a mixture of perfumes and negative result for nickel. Blood iron - on (B)(6)2015: 32 mcg/dl (50-170 mcg/dl); in 2017: low iron level. Blood test - in 2008: normal red blood cells, hemoglobin, and hematocrit. Computerised tomogram - on (B)(6)2018: CT lumbar spine - changes due to degenerative disc disease in l3-s1. Diagnosis: lumbar spine spondyloarthrosis with multilevel discopathy, degenerative discopathy in l3-s1, chronic mild / moderate low back pain. Cytology - in 2017: no malignant cells found. Eosinophil percentage (1 - 5 %) - on (B)(6)2015: 10.4 %. Gynaecological examination - on (B)(6)2019: the examination is normal with slight pain on mobilization of the cervix; on (B)(6)2019: normal external genitalia. Speculoscopy: eutrophic vagina. Well epithelialized vaginal vault without signs of dehiscence or infection. Bimanual palpation: closed elastic dome. Adnexal masses are not palpable. Magnetic resonance imaging - on (B)(6)2018: MRI of the lumbar spine - changes due to degenerative discopathy in l3-s1, small left foraminal disc protrusion in l5-s1 not significant, slight global disc protrusion at l4-l5 with minimal bilateral foraminal involvement, without associated root involvement. Mammogram - in 2010: normal. Mean cell haemoglobin (27 - 32 pg) - on (B)(6): 23.5 pg. Mean cell haemoglobin concentration (31.5 - 34.5 g/dl) - on (B)(6)2015: 31.1 g/dl. Mean cell volume (80 - 100 fl) - on (B)(6)2015: 75.8 fl. Pathology test - on (B)(6)2019: piece of hysterectomy and double salpingectomy of 193.58 grams, measures the uterus 10 x 7 x 4 cm in maximum dimensions. Two uterine tubes are identified, measuring 6 cm in length on the right, with a small cyst that lets out clear fluid when cutting, and the left uterine tube 6.5 cm in length. The surgical piece is opened, identifying the endocervical canal and the empty endometrial cavity. At the lower uterine level, in the thickness of the myometrium, a well-defined nodular formation with a whitish coloration and a swirling appearance 2 cm in maximum diameter is observed (capsule 2). The thickness of the myometrium in the left uterine fundus shows a vaguely nodular trabecular area of 3.5 x 3.5 cm, including representative samples (3-5) in serial sections of the endometrium, it has a thickness of 1 mm in maximum diameter; observing the myometrium with a trabecular appearance. Sections of the uterine tubes are made, identifying metal devices in the proximal part of the tubes that are fragmented during extraction. [Inspector's note: they are fragmented during the extraction of the piece in the pathological anatomy analysis, not during the salpingectomy, the tubes are extracted intact and with the essure. Representative samples are included in 10 blocks (1 cervix, 2 whitish nodular lesions, 3-5 myometrial nodular lesions, 7-8 myometrial endometrium, 9 left uterine tube, 10 right uterine tube). Diagnosis - secretory endometrium, adenomyosis, adenomyoma, uterine leiomyoma, mild chronic cervicitis, right uterine tube with small simple cyst without other relevant histological findings, left uterine tube without relevant histological alterations. Platelet distribution width (4 - 10 fl) - on (B)(6)2015: 10.8 fl. Red cell distribution width (11,2 - 15.2 %) - on (B)(6)2015: 15.8 %. Serum ferritin (10 - 120 ng/ml) - on (B)(6)2015: 5 ng/ml. Skin test - on (B)(6)2019: skin tests (prick) with common pneumoallergens: positive for gramineae, lolium, secale, cynodon, olea, arizonica, platanus x acerifolia, parietaria, salsola, and cat epithelium; on (B)(6)2019: 28 gold sodium thiosulfate positive, negative for the rest of the contactants tested (metals - nickel). Specialist consultation - on (B)(6)2015: on the skin of the left labia majora, there were several warty excretory papillomatous lesions that converged in an area of 1 cm; on (B)(6)2019: approximately 10 years after the insertion of the essures, the patient attended the consultation referring to pelvic pain and hypermenorrhea; on (B)(6)2019: patient again referring to abdominal pain, hip pain, hypermenorrhea, hair loss, paresthesia in extremities. Transferrin - on (B)(6)2015: 403.00 mg / dl (250 - 380 mg / dl); in 2017: high transferrin levels. Ultrasound scan - on (B)(6)2009: normal uterus with subserous myoma. Essure is normally inserted. Discharge; in (B)(6) 2009: normal-inserted essure are observed; on (B)(6)2009: normal uterus with subserous myoma. Essure is normally inserted. Discharge; in (B)(6) 2009: normal-inserted essure are observed; on (B)(6)2011: essures normally inserted. Both ovaries are normal; on (B)(6)2014: transvaginal ultrasound: 86 mm regular anteversoflexed uterus with 9 mm secretory endometrium. Essures are normally inserted. Both ovaries are normal. No free fluid. 23 * 22 mm syngeneic rounded intramural image that protrudes into a cavity that seems to be an adenomyoma, with limited vascularisation; on (B)(6)2016: 93 mm uterus in anteversion and anteflexion with 9 mm endometrium. Rounded pseudonodular isoechogenic image on the posterior face that deforms the 21-mm cavity, another on the 1-cm intarmural anterior face. Left ovary: 26 mm right ovary: 27 mm. Not free fluid; in (B)(6) 2019: ovarian ultrasound is normal. Ultrasound scan vagina - on (B)(6)2019: the transvaginal ultrasound shows an anteverted uterus. The image described in previous ultrasound of adenomyoma is visualized without change in the measurements.; on (B)(6)2019: anteverted uterus. An adenomyoma measuring 21 mm, already seen in previous scans, is displayed. 8mm proliferative endometrium. Both annexes are normal. No free fluid. Given that the adenomyoma has been known and stable since 2014 and that the patient has no history of cancer of gynaecological origin, I discharge her with scheduled check-up by her primary care physician; on (B)(6)2019: no dome bruises or formations are visible. Normal ovaries; on (B)(6)2019: good-looking vaginal vault without collections. 20 mm normal right ovary. In the left adnexal region, the anechoic cystic image of 30 x 35 mm of regular contour with heterogeneous hyperechogenic content in its interior (which moves with the sonsa) without papillae or septa. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2021: the follow information were updated reporter other health care professional, patient details, medical history, history drug, lab data, other treatment producs, dysmenorrhea, adenomyoma, uterine leiomyoma, chronic cervicitis, uterine cyst, iliac fossa pain, iron low, malaise, metal poisoning, genital bleeding, stress incontinence, female, spondylolisthesis, discopathy, pruritus, leukorrhea, abdominal pain, chronic cervicitis, uterine cyst, hemorrahagic ovarian cyst, malasia, anogenital warts, leukorrhea, pruritus, onset date pelvic pain and hypermenorrhea, abdominal pain, paraesthesia of limbs, hair loss. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (pregnancies 5, abortions 2, 1 surgery, 2 deliveries, 1 c-section), hypothyroidism and seasonal asthma. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), allergy to metals ("allergies to metal"), menorrhagia ("hypermenorrhoea"), genital haemorrhage ("excessive bleeding"), coital bleeding ("bleeding during sexual intercourse"), swelling ("swelling"), arthralgia ("hip pain"), alopecia ("hair loss"), paraesthesia ("paresthesias in the extremities") and metal poisoning ("metallosis "). The patient was treated with surgery (hysterectomy with removal of tubes). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, allergy to metals, menorrhagia, genital haemorrhage, swelling, arthralgia, alopecia, paraesthesia and metal poisoning outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, coital bleeding, genital haemorrhage, menorrhagia, metal poisoning, paraesthesia, pelvic pain and swelling to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): cytology - in 2017: no malignant cells found. Mammogram - in 2010: normal. Skin test - on (B)(6) 2019: skin tests (prick) with common pneumoallergens: positive for gramineae, lolium, secale, cynodon, olea, arizonica, platanus x acerifolia, parietaria, salsola, and cat epithelium. Ultrasound scan - on (B)(6) 2009: normal uterus with subserous myoma. Essure is normally inserted. Discharge; on (B)(6) 2009: normal uterus with subserous myoma. Essure is normally inserted. Discharge; on (B)(6) 2011: essures normally inserted. Both ovaries are normal; on (B)(6) 2014: transvaginal ultrasound: 86 mm regular anteversoflexed uterus with 9 mm secretory endometrium. Essures are normally inserted. Both ovaries are normal. No free fluid. 23 * 22 mm syngeneic rounded intramural image that protrudes into a cavity that seems to be an adenomyoma, with limited vascularisation; on (B)(6) 2016: 93 mm uterus in anteversion and anteflexion with 9 mm endometrium. Rounded pseudonodular isoechogenic image on the posterior face that deforms the 21-mm cavity, another on the 1-cm intarmural anterior face. Left ovary: 26 mm right ovary: 27 mm. Not free fluid. Ultrasound scan vagina - on (B)(6) 2019: anteverted uterus. An adenomyoma measuring 21 mm, already seen in previous scans, is displayed. 8mm proliferative endometrium. Both annexes are normal. No free fluid. Given that the adenomyoma has been known and stable since 2014 and that the patient has no history of cancer of gynaecological origin, I discharge her with scheduled check-up by her primary care physician. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (pregnancies 5, abortions 2, 1 surgery, 2 deliveries, 1 c-section), hypothyroidism and seasonal asthma. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), allergy to metals ("allergies to metal"), menorrhagia ("hypermenorrhoea"), genital haemorrhage ("excessive bleeding"), coital bleeding ("bleeding during sexual intercourse"), swelling ("swelling"), arthralgia ("hip pain"), alopecia ("hair loss"), paraesthesia ("paresthesias in the extremities") and metal poisoning ("metallosis "). The patient was treated with surgery (hysterectomy with removal of tubes). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, allergy to metals, menorrhagia, genital haemorrhage, swelling, arthralgia, alopecia, paraesthesia and metal poisoning outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, coital bleeding, genital haemorrhage, menorrhagia, metal poisoning, paraesthesia, pelvic pain and swelling to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): cytology in 2017: no malignant cells found. Mammogram in 2010: normal. Skin test on (B)(6) 2019: skin tests (prick) with common pneumoallergens: positive for gramineae, lolium, secale, cynodon, olea, arizonica, platanus x acerifolia, parietaria, salsola, and cat epithelium. Ultrasound scan on (B)(6) 2009: normal uterus with subserous myoma. Essure is normally inserted. Discharge; on (B)(6) 2009: normal uterus with subserous myoma. Essure is normally inserted. Discharge; on (B)(6) 2011: essures normally inserted. Both ovaries are normal; on (B)(6) 2014: transvaginal ultrasound: 86 mm regular anteversoflexed uterus with 9 mm secretory endometrium. Essures are normally inserted. Both ovaries are normal. No free fluid. 23 * 22 mm syngeneic rounded intramural image that protrudes into a cavity that seems to be an adenomyoma, with limited vascularisation; on (B)(6) 2016: 93 mm uterus in anteversion and anteflexion with 9 mm endometrium. Rounded pseudonodular isoechogenic image on the posterior face that deforms the 21-mm cavity, another on the 1-cm intarmural anterior face. Left ovary: 26 mm right ovary: 27 mm. Not free fluid. Ultrasound scan vagina on (B)(6) 2019: anteverted uterus. An adenomyoma measuring 21 mm, already seen in previous scans, is displayed. 8mm proliferative endometrium. Both annexes are normal. No free fluid. Given that the adenomyoma has been known and stable since 2014 and that the patient has no history of cancer of gynaecological origin, I discharge her with scheduled check-up by her primary care physician. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.